Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer wasn't performing the air removal step. Tandem technical support educated the customer on the correct loading process. Customer¿s blood glucose level was 150 mg/dl. Reportedly, customer continued to use the existing cartridge for insulin therapy.